Manufacturer narrative:
The lot number has been provided and the device history. Records are being retrieved. The investigation is currently underway.

Event description:
It was reported that a vena cava filter was implanted approx 4 months ago and was scheduled for retrieval. During the retrieval, one arm became detached inside the sheath. The filter and detached arm were removed without further incident. No reported pt injury.